Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and blank display. Blood glucose level at the time of the incident was 362 mg/dl. Blood glucose level at the time of the call was 480 mg/dl. Customer treated via bolus through the insulin pump. Customer stated they were in the hospital for surgery and during fasting the blood glucose went high. During troubleshooting for high reading customer mentioned getting the infusion set had a bent cannula. Troubleshooting for blank display was completed and the display returned. Self-test was performed and passed. The insulin pump was not replaced or returned for analysis.